Manufacturer narrative:
Synthes is unable to provide the date of manufacture. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report from italy indicates patient implanted with ti lcp distal femur plate on (B)(6)-2011 had the plate removed on (B)(6)-2011.